Event description:
It was reported that a pump declared an altitude alarm, which led to the suspension of the customer's insulin delivery. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support advised the customer to clean the speaker holes and reconnect the cartridge, but the problem persisted. After a waiting period of two hours to allow any moisture to evaporate, the customer successfully resumed normal insulin delivery by loading a new cartridge, resolving the issue.